Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The cause of death was acute hypoxic respiratory failure due to cardiogenic shock, due to acute congestive heart failure, acute non est elevation myocardial infarction, diabetes, other contributing factors, pneumonia due to staphylococcus. The customer could not support his own weight, passed out in the bathroom and slid onto the floor. The paramedics were call and found that the customer had a heart attack earlier in the week. The customer was on life support for eight days, had multiple organ failures, had infection, did dialysis, but could not come off the ventilator. The caller did not know the customer's blood glucose at the time of death; the caller stated that it was between 90 mg/dl and 100 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed returning the insulin pump for analysis.